Event description:
A malfunction alarm was reported without any notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred. Consequently, a replacement pump was arranged, and the customer was informed about the need for replacement. The customer was set to use mdi as a backup therapy to ensure insulin delivery was not interrupted, and instructions for returning the problematic pump were provided.